Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal positioned crooked in the original position. When seal was rolled and loaded, the seal did not loaded properly. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).